Event description:
It was reported that both leads were fractured. The leads were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead proximal coil was fractured at 24 cm from the connector pin due to clavicular crush.